Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that he real intelligence robotic drill ¿fell apart¿, after the case the rep was able to disassemble to save the tracking array, but the lock ring is now stuck in the ri robotic drill attachment. However, after the device was evaluated, it was determined that the issue does not meet the criteria to be reportable, since the retaining ring, wave spring, and helical collar of the drill were no longer connected to the nosepiece, and the two pins were also missing, and it is not possible for the detached pieces to fall into the surgical site/incision. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. The reported problem was visually confirmed. The retaining ring, wave spring, and helical collar of the drill were no longer connected to the nosepiece, and the two pins were also missing. A functional evaluation was performed. The reported problem was confirmed. Testing found that the wave spring on the nosepiece is slightly deformed and pressing against the retaining ring abnormally. The most likely cause of the reported issue was found to be due to detachment of the nosepiece assembly. It appears that the wave spring deformation may have resulted in it pushing on the retaining ring in a way that could lead to detachment under additional force. Additional contributing factors such as user mishandling, vibration, or impact force to the drill may have led to the failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill "fell apart" and they were unable to proceed. They opened another tray and proceeded without issue. After the case the rep was able to disassemble to save the tracking array, but the lock ring is now stuck in the ri robotic drill attachment. The surgery was completed, after a non-significant delay, with a s+n back-up device. No injuries were reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
D4 and g4 have been updated.